Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Per results of investigation by the (B)(4) failure analysis (fa) lab, the sipap unit was received and inspected. During the pressure calibration the reported issue of lost pressure was verified. The problem was found to be attributed to a malfunction with the general valve assembly where the o-ring inside was not making a full seal. The general valve assembly was replaced with a known good general valve assembly. The unit was recalibrated and retested, per product specifications, and will be returned to the customer.

Event description:
The customer reported that this sipap system was being used on a patient and reportedly lost pressure during use. The end-user changed out the circuit, but the problem continued. Alternate ventilation support was provided by changing out the unit to a known good sipap unit and the customer stated that he is unaware of any patient harm.